Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician did not mention encountering resistance; however, subsequently, a ruby coil unintentionally detached within the non-penumbra microcatheter. Therefore, the physician removed the microcatheter with the ruby coil stuck inside and then injected saline into the microcatheter to flush the ruby coil out. The procedure was then completed using the same non-penumbra microcatheter and new ruby coils. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient. Please note that the customer did not remember the exact date of event but believes that it occurred in the month of october. Therefore, (B)(6) 2016 will be entered as the date of event.